Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 69 to 75 mg/dl at the time of the incident. The customer was at 171 mg/dl at the time of the call. The customer used food to treat. The customer believes the pump over delivered insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was having sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the dat delivery accuracy test. Device delivered a bolus properly. No over delivery anomaly noted. Device communicated properly to blood glucose meter. No different reading from meter and insulin pump anomaly noted. Device had cracked reservoir tube lip, minor scratched display window and stained address number label.